Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated damage at implant. Lead returned with the helix fully extended. Visual analysis found outer insulation breached extrinsic and blood ingression. The amount of blood ingression along lead length leads us to conclude that the cut occurred at the implant.

Event description:
It was reported that within a few months after implant, the right ventricular (rv) lead was removed and replaced due to high thresholds and undersensing. It was also reported that the right atrial (ra) lead was removed and replaced due to dislodgement and phrenic nerve/diaphragmatic stimulation. It was thought that the patient might be a possible twiddler. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.